Event description:
It was reported that a physician was using an admiral pta balloon catheter to treat a lesion in the left iliac of a patient. It was reported that the balloon burst in patient below rated pressure and it did not reach nominal pressure. A competitor's balloon was also used and it was reported that the balloon of that device also burst on the opposite iliac in the same area. It was noted that calcification in the vessel possibly contributed to the event. The physician was able to implant stents without issue. No patient injury or clinical sequelae were reported.

Event description:
Device evaluation: there was no visible damage to the shaft of the device. The balloon was not folded. Traces of blood were present inside the balloon surface. A longitudinal tear was present on the cylindrical portion of the balloon.

Manufacturer narrative:
Evaluation, results: patient condition affected effectiveness of the device (patient lesion morphology, calcified lesion); conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, calcified lesion). (B)(4).